Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown. Customer's mother reported that the reservoir lip was damaged and o ring comes out and the reservoir was not secured. The product was not returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and stained end cap sticker.